Event description:
The user facility reported that the video image went black during procedure. No other information has been obtained.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's experience, the connector socket contact pins were heavily corroded, which is attributed to physical damage. The user facility has been contacted for additional information without success. This report is being filed as an MDR in an excess of caution.